Event description:
The chemo-aide dispensing pin from baxter was inserted into a 2gm vial of cyclosphosphamide. 100 ml of sterile water for injection was introduced into the vial through the pin using a syringe gun. Upon removal of the syringe gun from the pin, a spray of diluted cyclophosphamide shot out of the top of the dispening pin, thus aerosolizing reconstituted cyclophophamise.